Manufacturer narrative:
(B)(4). Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event was not confirmed since the device has not been returned for evaluation. However, this event was likely impacted by patient related factors. There has been no indication or allegation of a device malfunction and/or deficiency contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic valve, implanted for two (2) years and 11 months in the tricuspid position, underwent redo tricuspid valve replacement due to central valve regurgitation secondary to host tissue formation. The device was replaced with another edwards valve. The patient also underwent CABG and mitral valve replacement. Both the mitral and tricuspid valves functioned normally on post bypass echo images. There were no perivalvular leaks. The patient tolerated the procedure well with no apparent complications. She was discharged on pod #7. Per medical records, pre-echo showed moderate to moderately severe tricuspid regurgitation. Intraoperatively, direct inspection of the subject device demonstrated one of the three leaflets to have some restricted leaflet motion and incomplete closure resulting in significant central regurgitation through the valve. There was an abundance of scar tissue that formed underneath the valve from prior tricuspid valve leaflets.